Event description:
Complainant alleged that during biomed testing, the device displayed "defib error 78" and defib error 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical has not received the product and will be providing a follow-up report when our investigation is completed.